Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after doing left veins guidewire became difficult to maneuver and then it became stuck. It was decided to remove the guidewire and use a second wire, but the guidewire was broken upon removal. No tissue was observed at the tip of the catheter or guidewire, the guidewire was located past the tip and it could not be removed as normal and no other catheter malfunctions were identified, the guidewire was removed after catheter was pulled from body. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, after doing left veins guidewire became difficult to maneuver and then it became stuck. It was decided to remove the guidewire and use a second wire, but the guidewire was broken upon removal. No tissue was observed at the tip of the catheter or guidewire, the guidewire was located past the tip and it could not be removed as normal and no other catheter malfunctions were identified, the guidewire was removed after catheter was pulled from body. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.